Manufacturer narrative:
D9: the device was received on 10/9/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was duplicated as the device was alarming upon power up and displayed error code 46510. The cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46510. There was no patient involvement. The issue was discovered during testing.